Event description:
Nurse was changing the syringe on the pca pump. Initially, the syringe would not fit into the cartridge. As she attempted to get the syringe in, each time she made an attempt, the plunger would push medication through the tubing into the patient. What she discovered was that the cartridge had to be lifted back into position after removing the previous syringe to get this to fit into the pump. When she finally had gotten the syringe properly in place, the patient was lethargic and nearly unresponsive. She noted that a significant amount of medication had inadvertently been administered. The clamp on the tubing was not closed before adding the new medication. This is a new pump and this is a change in process for the staff. This was not included in the training by the manufacturer.